Event description:
It was reported the patient with an implantable pulse generator (ipg) system had a ventricular fibrillation (vf) arrest. Device interrogation post-arrest noted undersensing of the vf. It was further reported that r wave millivolts of 1 were difficult to consistently sense with ventricular sensitivity setting of 0.9millivolts. The ipg system was explanted and an implantable cardioverter defibrillator (ICD) system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).